Event description:
The customer reported that two 23 gauge vitrectomy probes tested fine, but would not actuate in the eye. In each case, there was no suction or cutting and the probe was exchanged. The cases were completed without incident. There was no pt impact.

Manufacturer narrative:
Two 23 gauge probes have been returned for eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B) (4). (B) (4). (B) (4).